Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the infusion could not be stopped and leakage occurred due to a defective tube cramp during a procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. The product sample was retained. No additional information is expected.

Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?, evaluation codes., and additional MFR narrative. The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue. The device history records showed the product was released per specifications. The used infusion manifold was returned and visually inspected. The snap clamp was in the shut position in returned condition. A crack was observed on the hinged portion of the white snap clamp. The functionality of the snap clamp was tested by shutting the snap clamp during fluid flow through the tubing; fluid stopped as it should when the clamp was in the shut position, no anomalies were observed. The crack did not penetrate enough into the wall of the clamp to interfere with functionality of the device. The root cause of the customer's complaint could not be established as the snap clamp could functioned when shut by inhibiting fluid flow through the tubing. The crack observed on the clamp is potentially related to an error during the supplier's manufacturing process. (B)(4).